Event description:
It was reported that during a stenting procedure, the filterwire ez was pulled into the lesion. The 80% stenotic lesion was located in the left internal carotid artery. During preparation of the 190cm filterwire outside the body, the filter was pulled into the delivery sheath and wire was exposed thru the delivery sheath slit. The filterwire was put off to the side. A 300cm filterwire was opened and while prepping it, the wire became exposed thru the delivery sheath slit. The physician then went back to the 190cm filterwire and successfully deployed it outside of the body. The 190cm filterwire was pulled into the delivery sheath, advanced up past the carotid lesion and was successfully deployed. The physician then peeled the delivery sheath off of the wire an encountered resistance. Under fluoroscopy it was realized that the filter was in the carotid lesion. The entire system was removed without using the retrieval sheath. Another manufacturer's device was used to complete the procedure. There were no reported patient complications. Patient status listed as "ok."

Manufacturer narrative:
The product was disposed of at the user facility, thus a product analysis could not be conducted. The root cause of the event could not be determined.